Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2025, that a patient presented with grade 4+ mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was introduced to the patient, after the second deployment of the clip, it was noted that the clip canted and the mr worsened slightly. While analyzing the valve, it was noted the anterior arm of the 2nd clip perforated the anterior leaflet. It was discussed for the possibility of an additional clip but was concerned that the clip may exasperate the perforation, and so it was decided to watch and see how the patient does without any additional action and the procedure was discontinued. The final mr was grade 2+. No clinically significant delays were reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported migration (partial clip movement) and tissue injury appear to be related to challenging patient anatomy/conditions. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.